Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 45 mg/dl and juice was consumed to address the bg level. The cause of the low bg was not known; however, the customer thought that medication may have contributed. As the event had occurred in the past, tandem technical support advised the customer to discuss the low bg with a healthcare provider.